Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, which successfully resolved the issue, and no further malfunction code occurred. The customer was instructed to continue using the pump and to contact support if the problem recurred, which they acknowledged and understood.